Manufacturer narrative:
The instrument was returned to isi for evaluation. Failure analysis confirmed the customer reported complaint that a small piece of plastic was missing from the instrument. For clarification, the instrument was found to have a broken yaw pulley. Non-intuitive motion was experienced upon manual input of the disk knobs because of the physical damage. The yaw pulley was missing a piece measuring approximately 0.13 x 0.08 and 0.04 x 0.05. The customer did not return the missing pieces. The known common cause of this failure is mishandling/misuse. The customer also reported a complaint of a broken cable. The instrument was found to have a broken conductor wire at the wrist, not a cable as initially reported. As a result of the broken conductor wire, the electrical continuity testing was deemed unnecessary to perform as it will ultimately fail. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument allegedly broke off, fell inside the patient, and was not retrieved. At this time, the location of the missing instrument fragment(s) is unknown. It is also unknown if the missing instrument fragment(s) actually fell inside the patient and was retained inside the patient. However, based on the evaluation of fenestrated bipolar forceps instrument, there is no indication that a malfunction of the instrument occurred.

Event description:
It was reported that during a da vinci-assisted hiatal hernia repair procedure, the surgical staff noticed that a cable was broken on the fenestrated bipolar forceps instrument. Upon further inspection, the surgical staff noticed that a small piece of unspecified plastic from the instrument was missing. The surgical staff searched the patient's abdomen but could not find the missing instrument fragment. The fenestrated bipolar forceps instrument was replaced with another unspecified instrument and the surgical procedure continued. On 10/25/2017, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the isi clinical sales representative (csr): the surgical staff identified the broken instrument cable while the surgeon was performing dissection. At the time the event occurred, the surgeon was also using a harmonic ace curved shears instrument and a small grasping retractor instrument. There were no instrument collisions. The fenestrated bipolar forceps instrument was not removed at any time during the surgical procedure and before the instrument damage was first identified. There were no reported intra-operative or post-operative complications. The patient has been discharged home.